Event description:
(B)(6), home health nurse, informed that curlin pump lithium battery empty, just got pump in february, she had IV fluids ready, and got sign empty lithium battery. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose. Unknown if adverse event occurred due to product issue. Unknown if device is available for return. Gammagard indication: immunodeficiency with predominantly antibody defects, unspecified. No further info/details or dates available.